Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the article the use of intraperitoneal pp in lvhr is safe and cost effective.

Event description:
Received an article: alkhoury, f. E. (2011). Cost and clinical outcomes of laparoscopic ventral hernia repair (lvhr) using intraperitoneal nonheavyweight polypropylene mesh. Surg laparosc endosc percutan tech, pp. 82-85. Purpose: to investigate the cost, safety, and efficacy of using intraperitoneal nonheavyweight polypropylene (pp) mesh in lvhr. Per the article adverse events included: wound infection, seroma, pain, small bowel obstruction, port site hernia and recurrence.